Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.

Manufacturer narrative:
Visual investigation of the returned device was completed. The working length had 2 small holes that the laser fibers were visible through. These holes were located approximately 18-19mm from the distal end of the bifurcate cover. The jacket also had a few prolapsed sections, one right at the distal band, 2 on either end of the holes, and a few more near the middle of the working length. These prolapsed sections indicate heavy use or a difficult patient anatomy.

Event description:
It was reported that during a below the knee procedure, it was discovered that the 0.9 turbo elite device had two breaches in the outer jacket. The user described this damage as "pin hole splits" in the jacket of the catheter. It was also reported that light could be seen coming from the damaged areas of the device. The procedure was completed successfully with the device, and the patient was not affected. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.